Event description:
It was reported that the right atrial lead exhibited noise. The device was reprogrammed to vvi.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.